Manufacturer narrative:
(B)(4). Method: the complaint iw910 baby control mobile infant warmer was not returned to fisher & paykel healthcare for evaluation. Our investigation thus is based on the photograph provided by the customer and our previous knowledge of the product. Results: the visual inspection of the photograph confirmed that the dome portion of the upperhead case was cracked. Conclusion: without the complaint device, the cause of the reported event can not be conclusively deteremined. However, based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We also note that the complaint device was manufactured in 2000, and is therefore more than 18 years old.

Event description:
A healthcare facility in indiana reported, on behalf of a hospital, that the head casing of an (B)(4)baby control mobile infant warmer was cracked.there was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint iw910 mobile infant warmer is expected but has not yet been received for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, on behalf of a hospital, that the head casing of an iw910 mobile infant warmer was cracked. There was no reported patient involvement.